Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the manufacturing representative (rep) was able to trickle charge the patient's stimulator and the her power on reset (por) message. Her stimulator became fully charged and began working normally after the trickle charge. The overdischarge was the reason the patient could not establish communication and the issue has been resolved. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that their implantable neurostimulator (ins) was unable to establish communication with the patient programmer, recharger, or clinician programmer 8840. The patient last had stimulation three weeks prior to the date of this report, which was also when they last successfully recharged. It was confirmed that a physician mode reset (pmr) or other resets occurred, and the recharger hadn't been replaced. The manufacturer representative was to make an appointment with the patient to trickle charge the ins. No further complications were reported or anticipated. Indication for use is non-malignant pain.